Event description:
The customer observed positively and negatively biased valp qc results on the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found the vitros 5, 1 was operating as intended. The refrigerator where the valp reagent packs are stored was found to be outside the manufacturer's recommended storage conditions. The customer has relocated the valp reagent packs to an alternate refrigerator for long term storage and results have been acceptable since.